Event description:
Patient was put on heart lung bypass unit during surgery. The pump was providing oxygenation. However, the perfusionist determined that the pump was not working appropriately. Troubleshooting resolved the problem. No harm to the patient.